Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The 'ok' button activated constantly was verified. Physical inspection found the "ok" key to be dented due to an external influence .the device was found to produce an automatic output of "ok" when any other key was pressed. The cause was determined to be a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the "ok button activated constantly". There was no known patient injury or medical intervention associated with this event. No additional information is available.